Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline associated with the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that the vad had previously been serviced. Visual evidence provided by the site revealed discoloration of the driveline outer sheath. Log file analysis revealed no anomalies within the analyzed period. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the observed discoloration may be attributed to multiple factors including design issues, exposure to uv light, and/or handling of the device as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 30 cm from the fixation point (abdominal anchor) of the ventricular assist device (vad) driveline (dl), there was black discoloration. No discoloration was observed from the driveline exit site (dles) to the fixation point or on the controller side. The timing of the discoloration is unclear, but the patient mentioned, it might have happened when rinsing outhair dye in the bathroom, and the dl might have came into contact. There have been no alarms, and the vad is operating normally. An inquiry for the possible causes and solution for the discoloration along with analysis of the log files once obtained. The vad remains in use. No patient complications have been reported as a result of this event.